Event description:
Hamilton medical ag received the following event description: calibration flow sensor failed while the user was checking the unit. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.